Event description:
Information was received in may 2004 from a surgeon via distributor regarding a pt with a medical history of gastric cancer. The pt was hospitalized in march 2004. An intravenous hyperalimentation was placed in april 2004. In 2004, the pt underwent surgery for "cancer that pylorus side of gastrectomy, cholecystectomy and segmentectomy of the transverse colon. A 12 cm median abdominal incision was made through two layers. After resecting gastric cancer, a drain was inserted into the foremen of winslow and the gaster was anastomosed with absorbable suture by suturing apparatus." One sheet of seprafilm was placed under the median incision. There was no seprafilm attached to the anastomosis. The first layer (peritoneum was sutured and the skin was sutured by hand with silk. Drainage was done "right after the operation." The operation took 3 hours. The pt lost 468 grams of blood without transfusion. After the operation gabexate mesilate and flomoxef sodium were started. In april 2004, laboratory tests revealed a wbc of 13,600/mm 3 and a crp of 13.05mg/l. The pt was started on baiapene (IV) 0.6/ day for infection the next day a CT scan of the abdomen revealed a fluid collection around the pancreas, which was drained from the median abdominal incision. The following day the pt's wbc was 11,900 and crp was 11.54 and the baiapenen was discontinued. The gabexate mesilate was discontinued in may 2004. The next day a CT of the abdomen confirmed that the fluid collection was decreasing. The drain was removed after five days. The pt was discharged in may 2004. The pt completely recovered in june 2004. The relationship between the adverse event and seprafilm was reported as probable, per the reporter. This conclusion code was chosen because no sample was returned and no lot number was provided by the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-evaluated at that time.